Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. It was reported that the triset was leaking at the bonded clave site during an infusion of lipids on a patient in the facility's unit h8a. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
One used device was received for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The white line of the trifuse set was observed to be leaking at the connection of the tubing and the microclave. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributes to the reported complaint.